Event description:
It was reported that the patient is scheduled for a future revision due to a sticky pump and the pump is blocked during use with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.